Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing elevated and low blood glucose (bg) levels ranging from 30 to over 400 (mg/dl) over the last couple of years. To treat the low bg level, the customer used glucagon injections. To address the high bg level, the customer delivered correction boluses with the pump, and used manual injections. The customer reported that the customer has experienced many low and high bg events in the past, even prior to starting on the tandem pump. Additionally, the customer reported that approximately 3-4 times a year, the customer experiences elevated bg levels that do not decrease and stated her bg levels "just does that". Subsequently, the customer reported having high and low bg levels for the past 12 years. The customer reported that the issue has been discussed with health care provider.